Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 3000 ohms, and noise and oversensing on the rate/sense channel with no pacing inhibition. Patient isometrics were performed which reproduced the oversensing and high impedance measurements. A surgical revision was performed and the lead was surgically abandoned and replaced. During the procedure, the lead connection was checked several times and fluoroscopy was performed, which did not reveal any abnormalities, and there was no visible damage noted to the lead. No additional adverse patient effects were reported.